Event description:
It was reported an issue with nicardipine drip interoperability programming, where it was "crossing over" to alaris system as normalized rate 499.5mg/hr. And rate 999 ml/hr. Instead of normalized rate 5 mg/hr. And rate 10 ml/hr. The order of nicardipine drip (75 mg in 150ml normal saline) appeared to be correct in the electronic medical record and was verified in "pharmnet." On session recorder on the nurse who documented "begin bag" at (B)(6) 2023 at 08:56 after the bar code medication administration (bcma) scanning the barcode of the dose-specific patient label, the electronic charting window reportedly opened with normalized rate 499.5 mg/hr. And rate 999 ml/hr. For the first facility identification number (fin), the clinician included in the protected health information (phi) data field, the favorite plan was planned (B)(6) 2023 at 06:49, initiated (B)(6) 2023 at 14:28, and the order verified (B)(6) 2023 at 14:28. It was then found one hl7 outgoing message for (B)(6) 2023 14:28 (outbound to pyxis) showing the normalized rate sent was 5 mg/hr. And the rate sent was 10 ml/hr., as expected. The customer contacted bd to specifically find the outgoing message to alaris to see if it is any different. It was found the incoming message from cerner (electronic medical record) in careaware, it is showing the normalized rate coming in from cerner as 499.5 mg/hr. And the rate as 999 ml/hr. There was patient involvement but no harm. Bd received additional information. It was reported by the customer that they determined the issue was due user error and requested bd to close the case. The customers determined that "the end user added the rate change incorrectly."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.